Event description:
The customer reported that the sys did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The customer's clinical engineering staff diagnosed the no boot due to a cmos battery. The staff soldered the battery and the ge service rep helped the staff replace the board. He attempted a software reload but it did not work. He found a leaky cap on the cpu board. He performed an sbc upgrade and replaced the hard drive. The systems operates as intended.